Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A partial UDI is reported because the lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina and dyspnea are listed in the instructions for use xience xpedition everolimus eluting coronary stent systems (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.75x23mm xience xpedition stent was implanted in the proximal right coronary artery (rca), 90% stenosed lesion. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2017, the patient had been hospitalized for "chest pain and suffocation" for one week. Medication as provided as treatment and there was no coronary imaging performed. The patient recovered and on (B)(6) 2017, the patient was discharged from the hospital. According to the study physician, the relationship between the event and the device is not known. There was no additional information provided.